Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) capd disconnect y sets leaked along the seams of the drain bags near the corners. No damages observed on the bags. This occurred during draining of peritoneal dialysis (pd) therapy. The patient started over with new supplies and completed the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date of (B)(6) 2023; further described as "over the last week". Should additional relevant information become available, a supplemental report will be submitted.